Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the patient was transferred to them from another facility and he had an aspira pleural drainage catheter in place. They stated that when he arrived, the team had to disconnect the valve stem to hook him up to drainage and now it needs to be replaced. On 02/08/18, it was reported by the facility that the valve was detached by the thoracic team to connect the patient's drainage tube to suction.